Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a non bsc guidewire crossed the lesion, pre-dilation was performed with a non bsc balloon. A 2.25x28 synergy¿ drug eluting stent was advanced to treat the lesion. When the stent protector was removed and the stent passed through the guidewire, the stent stretched and remained within the balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, stretched and lifted from the stent profile. Less damage noted to the struts at the distal and proximal end. The stent moved approximately 22mm distally on the balloon and over the bumper tip. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a non bsc guidewire crossed the lesion, pre-dilation was performed with a non bsc balloon. A 2.25x28 synergy¿ drug eluting stent was advanced to treat the lesion. When the stent protector was removed and the stent passed through the guidewire, the stent stretched and remained within the balloon catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.